Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they had erroneous results for one patient sample tested for estradiol on an e601 analyzer. The sample initially resulted as 11.98 pg/ml. The sample was repeated, resulting as 15.37 pg/ml. The 15.37 pg/ml value was reported outside of the laboratory to the patient. On (B)(6) 2016, the patient complained about the result, so the sample was repeated. The repeat result was 101.3 pg/ml accompanied by a data flag on (B)(6) 2016. The sample was repeated a second time on (B)(6) 2016, resulting as 100.9 pg/ml accompanied by a data flag. The repeat result from (B)(6) 2016 was considered to be the correct result. The patient was not adversely affected. The estradiol reagent lot number was 120670. The reagent expiration date was asked for, but not provided.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes may be pre-analytical sample handling, temporary reagent issues such as bubbles, or a temporary instrument issue.